Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the intermittent image was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the scope cable to the service center for a separate issue. During the device analysis, the olympus service team noted that the device displayed intermittent images. There was no patient involvement.